Event description:
The hospital reported a malfunction resulting in more than 20% over delivery of tidal volume. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient information provided to date. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The ge healthcare field engineer recommended replacement of the flow sensor which was completed by the customer. Block a: no patient information available.